Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated intermittent atrial lead undersensing on electrograms (egm) and stored episodes. No device or lead performance issues were observed. The atrial lead remains in use. No patient complications have been reported as a result of this event.